Manufacturer narrative:
The hill-rom tech replaced the emergency trend valve to resolve the issue.

Event description:
Info received indicated the head hi-lo section would not lower when the emergency trendelenburg was activated.